Event description:
Blood on the dry wipe used under stopcock of ua line. The q-site closest to the baby was noted to be filled with blood. When I flushed the line, I noticed leaking coming from the q-site closest to the baby. I changed the q-site, and no more leaking or backing up of blood was noted. Blood noted on dry wipe placed under stopcock of ua line. Q-site appeared to be filled with blood. When line was flushed, q-site leaked. Q-site was replaced.